Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed overgrowth on the abutment resulting in surgery to remove the excess. Surgery occurred on (B)(6), 2011. The implanted device remains.